Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had had extreme pain from the implantable neurostimulator (ins) since implant, thus it was removed on (B)(6) 2015. Relevant medical history included reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain. No follow-up was required.